Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced no sound with the device use. Subsequently, open circuits were noted on 4 electrodes. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.